Manufacturer narrative:
Previously reported: the manufacturer received information alleging a the device is not maintaining tidal volume condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the problem was confirmed and solved by changing out the circuit board.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a the device is not maintaining tidal volume condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.